Event description:
This patient presented to the ed via ems after sudden syncope while mowing the yard. The patient has a medtronic pacemaker. In the ed, the pacemaker was interrogated ( to see if the patient had any abnormal heart rhythms at time of pass out). A report from medtronic was faxed to the ed. On the report, medtronic claimed there were no cardiac arrhythmias. Unfortunately, this was not the case. In reality, at [time reacted] the patient had a 4 minute episode of ventricular tachycardia that caused him to pass out. According to medtronic rep, when a medtronic ppm (or ICD) detects vt it sends a report to our office and it "clears" the ppm. Thus, when the ed interrogated the ppm, the ed only receives data from [time redacted] until time of interrogation (around [time redacted] in this case). This is why the ed received a faxed report from medtronic claiming the patient had no arrhythmias because the patient had no arrhythmias from [times redacted] (around when he came to the ed). At this point, the ed provider believes the patient did not have an abnormal rhythm to cause syncope thus needs to look for other causes. Subsequently, the ed provider ordered a dissection study (CT abdomen/pelvis with contrast) to rule out aorta pathology. This patient has ckd. He was exposed to IV contrast dye for absolutely no reason. When this study came back normal, the possibility of seizure was then considered. Neurology was consulted. Neurology ordered an eeg and ordered an MRI of the brain. This CT scan, neurology consult. Eeg and MRI of the brain would not have been ordered if the initial report from medtronic had correctly informed the ed that the patient had syncope from ventricular tachycardia. The patient received unnecessary testing that could have caused him harm (IV contrast dye in patient with ckd). Below is a copy/paste of ed provider documenting their thought process: "1527 pacemaker report reviewed and no events: vt: 0, fast a&v: 0, at & af: 0. Given normal CT chest and pacemaker interrogation I have ordered a CT abdominal angio to r/o any possible aortic pathology [sk] 1539 admitting physician is at bedside and I reviewed pacemaker interrogation report and informed him that order CT angio ap." After above tests/consult has been ordered, around 3-4 hours after the patient has been in the ed, a device check note pops up in the cardiac section. This note details the episode of ventricular tachycardia . The tech documents " will forward to chart for future reference." This high risk/emergent finding is quietly placed into the chart rather than called in to the ed/hospital medicine team etc. This report is forwarded to an ep physician presumably in an inbox. So when a patient has a high risk arrhythmia, medtronic sends it to our office in a non-urgent way and "clears" the ppm/ICD so that the ed provider will not receive data from the event. This high risk finding was not discovered until I started doing the patient's consult the next morning. This is actually not the first time this has happened. I have discussed this with medtronic rep in past. I discussed again with a different medtronic representative this morning who is going to discuss with our office staff. I am hoping this can be addressed asap. The ed provider needs to receive an accurate interrogation in an timely manner especially when there are high risk deadly arrhythmias involved. The delay in diagnosis can be dangerous to our patients. It can also cause providers to order unnecessary tests/consultations as what happened with this patient above.